Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring and cracked battery tube threads. A test infusion set and reservoir does not lock into place due to reservoir tube damage.

Event description:
The customer reported via phone call that a part of the reservoir compartment with the o-ring broke off. The customer reported that the reservoir was loose. The customer's blood glucose was 137 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.